Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was observed to the attached catheter. Two splits were observed to the attached catheter, distal to the partial circumferential break. Catheter wear was observed throughout. The edges of the partial compound break were noted to be uneven. The surface was noted to be round and smooth in both regions with residue throughout. Splits were noted in on the borders of both regions. A split was noted to the catheter distal to the partial compound break. Therefore, the investigation is unconfirmed for the insufficient information as per the return sample analysis, more specific failure fracture, deformation due to compressive stress and naturally worn were identified. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 70-year-old female patient underwent a port placement procedure using MRI power port isp groshong. It was reported that post port placement, the catheter perforation had occurred where the catheter courses over the clavicle. There was no reported patient injury.